Event description:
The reporter indicated that she was unable to use her vns programming wand to interrogate a patient's vns device and that there was a "big cut" in the serial adapter cord. The programming wand was returned to the manufacturer and the reported events were confirmed. Product analysis revealed that the event was related to an open conductor and physical damage to the serial date cable. A known good bench serial data cable and battery was installed, and all communication errors were resolved.

Manufacturer narrative:
Other - device failure was confirmed, but did not cause or contribute to a death or serious injury.